Manufacturer narrative:
Device evaluation. Visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%), wear abrasion, and crease fold. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, h6.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.